Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The outer member and balloon were separated at the proximal seal. The reported inflation issue could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issues or shaft break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an un-specified lesion with mild calcification. Pre-dilatation was performed and the stenosis was reduced to less than 40%. The 2.5 x 12 mm delivery catheter was advanced and inflated; however, after reaching 4 atmospheres (atm), the balloon stopped expanding. The device was removed and a new delivery catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.